Manufacturer narrative:
H2) the power conversion was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "x-ray disabled.". Install power conversion into test system, the system booted and readied. The 96 volts coming from the power conversion for motion will drop out, then return causing motion issues. Faulty power conversion. B02, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: bi71000860, serial/lot #: (B)(6). Rev. A medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced power enclosure. Installed updated version of firmware for power enclosure. All movements of gantry was functional. Lift and shift movement functional. Shot multiple 2d and 3d shots were successfully. No issues after power enclosure replacement. (Noted covers damaged and pendant worn) cover replacement in progress according to customer. No further action in regard to original complaint required. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, product ID: bi71000861. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that the pendant displays "x-ray disabled". There was no patient involvement.